Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported anterior cuff miss was not confirmed. Analysis of the returned proglide device found the anterior cuff had successfully captured the needle during the plunger deployment, but the anterior cuff became detached from its needle tip while retracting the needle plunger to retrieve the suture as evidenced by damaged anterior needle barb. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. A review of the lot history record revealed no associated nonconforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar cuff miss incidents reported for this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8f sheath after an interventional procedure for peripheral arterial occlusive disease. Reportedly, when the plunger was retracted, an anterior cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.